Manufacturer narrative:
Section b5: the patient's previous admission at the specialty hospital is reported under MFR#: 2916596-2019-06058. Manufacturer's investigation conclusion: a specific cause for the reported right heart failure as well as a direct correlation to heartmate 3 lvas could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. The current heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: per the site, there were no device issues or malfunctions identified which caused or contributed to right ventricle failure.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted from the specialty hospital that they were staying at following lvad implantation. The patient experienced right ventricular failure post lvad implantation and on (B)(6) 2017 it was noted that the right ventricle improved some compared to the patient's echocardiogram on (B)(6) 2017. Milrinone was decreased to 0.25 mcg/kg/min and mean arterial pressure was in the 60s-80s. The patient continued lasix 80 IV twice a day for diuresis. Lvad speed was increased from 5200 to 5300 rpm and then increased further to 5400 rpm. The plan was to transfer the patient back to the specialty hospital. On (B)(6) 2017, milrinone was discontinued and the event reportedly resolved. No further information was provided.